Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive, and there was moisture behind the display and in the battery compartment. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2019 with the following findings: on investigation, the keypad cover was intact and without damage. On testing, all keypad buttons demonstrated normal response when pressed. There was no evidence of contamination under the button contacts. Investigation did not duplicate the alleged keypad button response issue. There was evidence of moisture inside the pump on the keypad connector, the display board, the transceiver board and on the display due to moisture ingress into the pump at the site of a crack in the pump case. Unrelated to the original complaint, the display screen was noted to be dim/discolored. Correction of initial report: the reporter alleged that the up arrow, down arrow, and ok buttons were over responsive, no under responsive as initially reported.